Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 04/23/2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows no damages to the platform. Review of the archive was performed and shows that no sessions occurred on the reported event date of (B)(6) 2014. The archive data shows that the user advisory (ua) 17 (max motor on time exceeded during active operation) occurred three times on (B)(6) 2013. The archive also shows that the platform has not been powered on since (B)(6) 2013. Functional testing was performed and the reported issue of ua 17 message could not be reproduced. However, during testing with the large resuscitation test fixture (lrtf), a ua 27 (encoder fault > 3000 rpm) message was observed. It was found that the integrated encoder gearbox was at fault. Based on the investigation, the part identified for replacement is the encoder gearbox. In summary, the reported complaint of ua 17 occurring was confirmed based on the archive review but could not be verified during functional testing. The root cause of the ua 17 could not be determined. However, per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 17 is an indication that the lifeband is twisted or battery voltage is low. The observed ua 27 is unrelated to the reported complaint. Upon replacement of the integrated encoder gearbox, the platform passed all testing criteria.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory 17 (max motor on time exceeded during active operation) message upon power up. The message was unable to be cleared by powering the device off and on. No patient involvement was reported. No further information was provided.